Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deploy. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent. Block h11: the hot axios stent and delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent was partially deployed. Media analysis confirmed the reported event of stent partially deploy. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope"; however, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat during a walled-off pancreatic necrosis (wopn) in the stomach during a pancreatic fluid collection procedure performed on (B)(6) 2025. During the procedure, the stent sheath could not deploy and was removed partially deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block g4 (premarket) has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deploy. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent. Block h11: the hot axios stent and delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent was partially deployed. Media analysis confirmed the reported event of stent partially deploy and device use of device issue - user error. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is known inherent risk of device. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope"; however, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: stent partially deployed. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat during a walled-off pancreatic necrosis (wopn) in the stomach during a pancreatic fluid collection procedure performed on (B)(6) 2025. During the procedure, the stent sheath could not deploy and was removed partially deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deploy. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat during a walled-off pancreatic necrosis (wopn) in the stomach during a pancreatic fluid collection procedure performed on (B)(6) 2025. During the procedure, the stent sheath could not deploy and was removed partially deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deploy. Imdrf impact code f2301 captures the reportable event of additional device required to remove the unexpanded stent. Block h11: the hot axios stent and delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent was partially deployed. Media analysis confirmed the reported event of stent partially deploy and device use of device issue - user error. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is known inherent risk of device. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope"; however, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat during a walled-off pancreatic necrosis (wopn) in the stomach during a pancreatic fluid collection procedure performed on (B)(6) 2025. During the procedure, the stent sheath could not deploy and was removed partially deployed. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."